Event description:
A 54 year old female presented with chest pain. History of left mastectomy + cva effecting lt side. On 1/16/97 the pt. Went for a thallium stress test. She was asked to lie in a supine position with the left upper extremity elevated above the head (to avoid the camera from hitting it & to not observe the view of the heart). Pt. Had pain & numbness in the left arm & even following the test she continues to complain of such & states she can't move the lt. Arm. Physical therapy has been instituted.